Event description:
It was reported that a button alarm occurred despite nothing pressing against the wake button. There was no adverse impact to customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.